Event description:
It was reported that during a sleeve gastrectomy procedure, the device was fired five times. Each firing on the fourth stroke to return the knife blade, the firing felt different in the handle and a noise was heard. The surgeon continued to use the device and successfully completed the procedure without any impact to the patient.

Manufacturer narrative:
(B)(4). Articulation link. The analysis found that one long60a device was returned in good visual condition and with gold cartridge reload present. The cartridge was received fully fired. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. After further analysis the articulation link was found broken, the device was disassembled to verify the internal components and there was wear on the closing trigger. However it should be noted that the failure modes found are not related to the event. A batch record review was performed and no anomalies were found during the manufacturing process.